Event description:
On 3/16/95 a pa line catheter balloon did not inflate and the air instilled did not return. Pa catheter discontinued on 3/18/95 and the balloon noted to be ruptured. Could no longer measure wedge pressure.